Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchovideoscope had no image. The issue occurred, during preparation for use. For an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another reportable malfunction was identified during evaluation; a defective plug unit was observed on the scope connector. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: while the user was handling the device, scope connector had abnormality which led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.